Event description:
It was reported that on (B)(6) 2026, the patient, with a history of coronary artery disease and coronary artery stenosis, had three xience skypoint (2.5x18, 2.75x23, 3.5x28 mm) stents implanted. The patient was re-admitted on (B)(6) 2026 with chronic ischemic heart disease and non-st elevation myocardial infarction. Percutaneous transluminal coronary angioplasty was performed with stent placement on (B)(6) 2026. The patient was discharged on (B)(6) 2026. On (B)(6) 2026, the patient was re-admitted with dyspnea. No treatment was reported and the patient was discharged on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of myocardial infarction and occlusion are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.the other xience devices listed in b5 are being filed under a separate medwatch report number.